Event description:
On (B)(6) 2019, a 25mm cribriform occluder was selected for use. During implant, disc deformation was observed. The device was removed and a 24mm amplatzer atrial septal occluder was implanted. The patient was reported with no adverse consequences.

Manufacturer narrative:
The reported event of deformity upon deployment was confirmed. The occluder was able to re-conform to its proper conformation with light pressure applied to the edges of the discs, meeting functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. The cause of the initial bulbous shape could not be conclusively determined.

Event description:
On (B)(6) 2019, a 25mm amplatzer cribriform occluder was selected for use. During deployment there was a bowl shaped deformation of the left atrial disc and a sombrero shaped deformation of the right atrial disc. The device was resheath but deployed deformed several times. The device was removed and a 24mm amplatzer atrial septal occluder was implanted. The patient was reported with no adverse consequences.

Manufacturer narrative:
Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. The cause of the initial bulbous shape could not be conclusively determined.